Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer saw blood glucose (bg) values entered in the pump history for (B)(6) 2017, that had been entered on (B)(6) 2017. Reportedly, the issue occurred intermittently; however, the customer was unable to provide specific event dates. During troubleshooting, the customer confirmed that the date on the pump was accurate. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.